Event description:
Healthcare professional (hcp) reported patient injected with juvéderm® volux¿ into the chin area and experienced a vascular occlusion due to accidental injection into inferior labial artery. Patient was treated with hyaluronidase 600u, levofloxacine 500mg for 7days, and valtrex. Patient completely recovered.

Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.